Manufacturer narrative:
It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device will not be available to be returned to the manufacturer for analysis. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The device was not returned for evaluation. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received from clinician stating the patient's death is not thought to be caused or contributed to by the device. The device operated as intended and will not be returned. No additional information was provided.

Manufacturer narrative:
Approximate age of device ~ 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2019, the patient expired due to multi-organ failure. No further information was provided.